Event description:
The manufacturer received information regarding a dreamstation CPAP pro device with an allegation of the "module q8 [of the circuit board is] burnt". There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a dreamstation CPAP pro device with an allegation of the "module q8 [of the circuit board is] burnt". There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the third party service center for evaluation. During servicing of the device, burnt pca was observed that need to be replaced. Additionally, it was found that the pollen filter must be replaced due to preventive maintenance. The device has been repaired. Section g2 and h6 had been updated accordingly. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.